Event description:
It was reported by service report that the load cell needed to be replaced. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the load cell malfunctioned.